Manufacturer narrative:
The device used for treatment was returned for evaluation. The reported problem was visually confirmed. The snap-lock is the old style and became un-threaded. Although the reported problem was visually confirmed, a functional evaluation could not be performed due to the broken snaplock. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints associated with the handpiece and failure mode(s) "jamming/seizing" identified similar events. The most likely cause of this event is the mechanical failure of the snaplock. As a part of corrective actions, a more robust design of the snap lock has been released.

Event description:
It was reported that when setting up for a certification lab, conducted several handpiece tests prior to the lab starting. After getting two max torque readings of 90 and 98, switched out the handpiece for the back-up handpiece in the black widow unit case. The defective handpiece was swapped out and stored in the case, and the working handpiece was put back into the tray for the next lab after use. No patient involved.